Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2009; d274trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for a lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.